Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have the distal clevis pin dislodged from its original position. The complaint regarding instrument starting to come undone at the side and joint of the tip was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a component of the mega suturecut needle driver instrument began to come undone at the side joint near the instrument tip. There was no report of patient involvement and no reported injury.